Event description:
During the deployment of two fast-fix devices in a meniscal repair procedure, one suture bar on both devices successfully penetrated through the meniscus, while the second suture bar on each device did not penetrate the meniscus. This resulted in two loose bodies (suture bars) remaining in the joint. There was an approximate delay of 20-30 minutes. The procedure was completed with a back-up device and did not result in further procedural complication or injury to the patient.